Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Moreover, the noisy image most likely occurred due to fluid invasion into the printed circuit board of the scope connector. The event can be detected/prevented by following the instructions for use in: the operation manual 3.3 inspection of the endoscope_ inspection of the endoscope. Reprocessing manual 5.5: manual cleaning of endoscopes and accessories. Olympus will continue to monitor field performance for this device. Updated fields: h6. Corrected fields: h2, h11.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointestinal videoscope had a noisy image. The issue occurred during reprocessing. There were no reports of patient involvement.